Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, g.2, h.6.

Event description:
Healthcare provider additionally reported "nodules"; this is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider reported capsular contracture baker grade IV and pain for the right side. Device remains implanted.